Event description:
The pt was implanted with a prosthesis on 2/10/97. Subsequently it was noted that the pt had developed an infection in her right breast. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.